Manufacturer narrative:
Additional information: (B)(6). Claim# (B)(4).

Manufacturer narrative:
Method: no additional similar complaint type events within associated lots were found. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the haptic torn with clear residue on lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl12.6, -9.5 diopter, implantable collamer lens in the patient's eye on (B)(6) 2017. The surgeon noticed that the lens unfolded upside down. The lens was exchanged for a back-up lens.

Manufacturer narrative:
Corrected data: the surgeon noticed that the lens unfolded upside down. The lens was removed intraoperatively and the back-up lens was implanted. (B)(4).